Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelantedvt thrombectomy system with no other devices. The device was bloody, inside and outside. The pump, spike line, effluent/supply line, hypotube, shaft and tip were microscopically, tactile and visually inspected. Inspection revealed that the bag spike was broken, with only part of the spike returning with the device. The damaged spike was removed and replaced with a test spike line for functional testing. Functional testing was carried out by running the device through the prime mode, and then 60 seconds of thrombectomy, twice. The device did not leak and there were no error codes during the functional testing. The max pressure/force that the device ran at was 11.17 kpsi. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. There was a loss of aspiration when the device was inside the patient's body. It appeared that the pump boot filled with heparinized saline and started leaking into the tray of the console. An error message displayed on the console. A second of the same device was used to complete the procedure. There was no patient injury or complication.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. There was a loss of aspiration when the device was inside the patient's body. It appeared that the pump boot filled with heparinized saline and started leaking into the tray of the console. An error message displayed on the console. A second of the same device was used to complete the procedure. There was no patient injury or complication.